Event description:
The clinic reported that a patient treated for laser vision correction presented a small fiber on the right eye at one day post-operative exam. The clinic reported a flap lift and rinse perform. At one day post op, the patient¿s left eye felt a little more dry and irritated than the right eye. At a four day post op exam, the patient had trace of diffuse lamellar keratitis (dlk). The clinic reported topical steroid dosage was increased. The procedure was completed successfully. The patient commented the vision of the left eye seemed cloudy but goes away after ten minutes and the right eye was fine. The patient did not experience loss of best corrected visual acuity.

Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.